Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator failed to discharge using these electrode pads. Complainant indicated that the doctor obtained another set of electrode pads and the 200 joule shock was successful. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1218058-2022-00042 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation recveived 2 set of electrodes. Evaluation of the electrodes showed evidence of poor coupling. The pads showed several creases on the pads and some hair, which can prevent the pads from establishing a firm connection with the patient. The 2 pairs of electrodes were received in a compromised condition and were damaged while unpackaging the pads; the first pads were received adhered to the non-coated side of the styrene, making removing the pads difficult. The second set of pads were received adhered together on the gel/conductive side of the electrodes. The first pads were unable to be tested due to damage from the cable. The second set of pads were able to be tested and complete the 200j test with passing result. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.